Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis powersuite 100w and laser settings of 0.8j x 8hz.. According to the complainant, during procedure when the nurse unplugged the laser fiber from the laser unit, the laser fiber connector overheated and burned the nurse's finger. The minor burn was treated with a cold pack. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification confirmed that the pattern on the tip was consistent with minimal degradation. There was no damage noted along the body of the fiber and on the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the "attach laser fiber" message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal tip was bright, clear and round with effective transmission of 88.6%. The condition of the returned device does not confirm the event. The condition of the returned device showed no evidence of the alleged issue which could have contributed to the event. Based on all gathered information, the most probable root cause is: not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis powersuite 100w and laser settings of 0.8j x 8hz. According to the complainant, during procedure when the nurse unplugged the laser fiber from the laser unit, the laser fiber connector overheated and burned the nurse's finger. The minor burn was treated with a cold pack. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.